Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a pericardial effusion with tamponade due the lead helix perforating the atrium. The patient had feelings of oppression. The effusion was drained and the lead was removed. A new lead was implanted. No further patient complications have been reported as a result of this event.